Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. Doi: (B)(6) 2006 dor: (B)(6) 2013 (right hip). Update 08/19/2013 - patient's primary operative records were received. There is no new information that would change the existing MDR decision. Records indicate the surgery on (B)(6) 2006 was a revision for dislocation. It is unknown at this time if depuy components were removed to address the dislocation, liner wear, and cup anteversion. If additional information is received indicating depuy components were involved the complaint will be updated accordingly. Update 09/24/2013 - there was no additional information provided on the (B)(6) 2006 surgery. If additional information is received at a later date the complaint with be updated accordingly. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including x-rays were received confirming the reported dislocation but not root cause. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.